Event description:
It was reported that after an electrical storm, the transmitter would not power up. The power cord was burned and melted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(6). (B)(4).